Event description:
During shoulder arthroscopy, the doctor had the burr rotating at 8000 rpms and the exterior of the outer tube got hot and touched the area outside the body where the procedure was being performed, and burnt the patient. The patient received an injection of 1cc kenlog. The patient was sent home with a prescription of silverdeen cream to apply to the area. The doctor used another burr to complete the procedure and no delay was experienced. At this time, the device is not being returned for evaluation.

Manufacturer narrative:
Device is not being returned for evaluation therefore, no determination could be made for the reported incident. A search of the quality records revealed that no other complaints for this part or lot number exist.